Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the 4-in1 cut block placement caused peg to make contact with an acl bone mulch screw which caused the peg to break off. Peg and block were removed from patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part shows signs of repeated use ( nicked, gouged, burrs ) and one of the posts is fractured. Dimensional examination indicates that the part conforms to the measurable print specifications. Device history record was reviewed and no discrepancies were found. Root cause was determined to be operational context. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.